Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left gastric artery using ruby coils and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician encountered resistance while advancing the ruby coil around a curve in the vasculature but was able to continue advancing the coil smoothly. When the ruby coil reached the target location, the physician pulled back on the pusher wire to pack the coil more tightly. However, the ruby coil was not retracting as expected and the physician noticed that the ruby coil had become unintentionally detached. It was reported that the ruby coil was partially in the microcatheter and partially in the patient's vessel when it detached. Therefore, the microcatheter containing the ruby coil was removed, and the coil was flushed out on the back table. It was also reported that the ruby coil pusher wire was kinked; however, it is unknown when it became kinked. The procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached from the pusher assembly. Evaluation revealed that the ddt was fractured off the distal tip of the pusher assembly. If the ruby coil is manipulated against resistance during use, damage such as the ddt fracture may occur. This damage likely contributed to the embolization coil detaching from its pusher assembly. The ddt is the component that keep the embolization coil intact with its pusher assembly. Further evaluation revealed pusher assembly kinks and offset coil winds on the embolization coil. This damage was incidental to the reported complaint. The pusher assembly kink likely occurred during the procedure as mentioned in the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.